Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported that the axiem box was working when connected to another navigation system. It was reported that the axiem cable on the system was damaged. An axiem cable was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has been received by the manufacturer for evaluation. The returned cable does not appear to have physical damage but a continuity test revealed an open to pin 2 of the usb cable. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site representative reported that during cranial resection, the axiem box was not receiving power. The procedure was completed without the use of navigation. There was a delay of about 30 minutes. No known impact on patient outcome.